Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the load process. Customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l) as a result of the issue. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed the cartridge alarms and decided to replace the pump. Customer was instructed to use mdi as backup therapy and was guided on preparing the pump for return. The replacement pump was sent without the requirement of a delivery signature, and the customer acknowledged the receipt process.